Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018. The service engineer (se) inspected the device and swapped the power supply and the issue was addressed.

Event description:
It was reported that the ventilator would not run on alternate current ac supply. No patient involvement. The event date was not specified; estimate used.